Event description:
Patient stated that his device is not showing anything on the display. Patient tried charging out the batteries,but the device display remained blank.patient also stated that he thinks that the blank display was caused by insulin leaking into the device.the patient stated that the device display went blank shortly after he noticed insulin in the device compartment.